Event description:
Pt being prepared for surgery. Intubation being attempted without success. Staff noted leak from IV pump tubing cassette (not being used on pump). Tubing was changed and relaxing medications repeated. Immediate success with intubation. No apparent complication other than delay of surgery for several minutes. Anesthesiologist reported that this had also happened earlier in the day. All tubing in stock was of the same lot but only occurred twice. Staff started to vigilantly monitor the tubing. Inspection of the tubing showed a tear in the diaphragm at the bottom of the cassette where it touches the pump.